Manufacturer narrative:
The event occurred on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with five sp-418 effluent bags, external fluid leaks were observed. It was reported the bags ¿deform during filling¿ and ¿begin¿ to leak on the weld near the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An actual sample was received for evaluation. The sample was received in a plastic bag, with no indication to which batch it belongs to. The sample underwent visual inspection by the naked eye and no issues were noted. The sample was then filled with water and left to hang, and it was noted that the bag had a pin hole leak on the seam bag. The reported condition was verified. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.